Event description:
It was reported by md that marker was being used following a breast biopsy procedure using a hand held mammotome. Md dated resistance during marker deployment and during removal of the duplicator from the mammotome, the application tip was found to have been sheared off upon removal. She did not see the tip in the mammotome probe. The tip was presumed to be in the pt's breast. Although it could not be visualized by the md on post-biopsy imaging. There was no pt adverse effects and there are no plans to remove the tip.